Event description:
The nurse reported a possible dialyzer reaction on multiple occasions. Approximately 10 minutes into a routine hemodialysis treatment, the patient felt nausea, with itching throat, shortness of breath and racing heart. The patient was sent to the emergency room. Chest x-ray was negative and the patient was discharged. The patient received further hemodialysis treatments without problems. During subsequent treatments, the patient reported a drop in blood pressure, nausea and vomiting after 45 minutes of treatment. Coughing occurred two minutes into another treatment with a slight decrease in blood pressure. A saline bolus was administered. The patient continues to receive hemodialysis treatments with zyrtec administered pre-treatment and saline administered as required. Additional saline is used to prime the cartridge and then disposed of prior to starting treatments with no further problems.

Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Facility staff attributed the patient's symptoms to a possible dialyzer reaction. The patient's medications will also be reviewed as it is possible that changes in medication are required to control decreases in bp. The patient continues hemodialysis treatments using the nxstage system one cartridge and dialyzer, flushing with additional saline and disposing of saline used for prime prior to treatment, with no additional problems. Nxstage medical considers this report closed. No additional information will be provided.